Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 4 of 4. The home patient (hp) stated that the error occurred this morning. The hp stated that all of the bags were still connected and the clamps were closed on the unused lines. The hp has already cleared the error, removed the cassette and discarded the supplies. The hp has already notified the peritoneal dialysis nurse. The hc unit was operational. On (B)(4) 2010, a follow up call was made to the home patient's nurse regarding the system error 2240 alarm. The nurse stated that she was not aware of this report, however, the home patient was getting discharged from the hospital today. The nurse stated that the home patient had peritonitis on (B)(6) 2010 and was discharged from the hospital on (B)(6) 2010. The patient went to the clinic to receive his last dose of vancomycin and was only able to drain 1500ml of the 2500ml of his mid-day treatment. The nurse stated that he was in the hospital for a possible catheter malfunction. He was admitted on (B)(6) 2010 and being discharged today (B)(6) 2010 after he drained properly. (B)(6) 2010, a call was place to gather additional information regarding the peritonitis. The nurse stated she had already spoken with someone and declined to provide further information.

Event description:
This is a report by a consumer with supplemental information from a physician from (B)(6) regarding acute gastroenteritis, bacterial peritonitis and pyrexia in an approximately (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient developed bacterial peritonitis due to the acute gastroenteritis. The bacterial peritonitis was manifested as cloudy effluent, abdominal pain and pyrexia. The patient was hospitalized the same day. From (B)(6) 2010, the patient was treated with ceftazidime and sefmazon. Per the reporting physician, the cause of the acute gastroenteritis was unknown. The physician reported that there was no break in aseptic technique, nor exit site/tunnel infection. The physician believed that the bacterial peritonitis was due to internal translocation caused by acute gastroenteritis. Per the physician, the events of acute gastroenteritis, fever and bacterial peritonitis were not related to pd therapy.

Manufacturer narrative:
(B)(4). The patient had discarded the sample prior to phoning baxter.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. There was no specific lot number identified with this complaint; however, a batch review was performed on potentially associated lots (h10b02034 and ho9l14099) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, ((B)(4)).